Event description:
A copy of the patient's interrogation data from (B)(6) 2015 was received and reviewed with no anomalies observed. The patient's generator was checked again on (B)(6) 2015, and the battery status indicator showed 100% battery. A previous investigation was performed on previous reports of battery status indicator of 25% received sooner than expected and later returned to 100% without any significant programming changes. The investigation determined that the behavior was likely related to an increased duration of the high battery impedance experienced by cfx batteries during the beginning of life or an internal short that managed to ¿burn¿ itself out.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
It was reported that the patient¿s device was interrogated on (B)(6) 2015 and was already showing only 50% battery life remaining. The device was implanted on (B)(6) 2015. The patient was seen in the clinic for follow-up on (B)(6) 2015, and it was reported that less than 50% battery remaining was shown upon checking the device. There reportedly been no lead impedance issues since implant. Programming data was copied from applicable programmers. However, good faith attempts for additional, relevant information has been unsuccessful to date.

Event description:
Additional information was received which showed the patient was referred for a prophylactic generator replacement. However, no known surgeries have occurred to date.

Event description:
An implant card was received showing the patient underwent generator replacement surgery. The explanted generator is not expected to be returned to the manufacturer for analysis and the explanting facility discards all explanted devices.